Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the pump infused cisplatin 91 mg twice as fast as it was programmed to deliver. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of a chemo overinfusion was not confirmed. Analysis of the pcu event log shows that at 11:23am on (B)(6) 2016 a custom concentration infusion of cisplatin bsa dosing 92 mg/370 ml was started to infuse at 370ml/hr . At 12:19pm, the device was channeled off. A volume of 337.249ml was recorded as being infused during this period . The customer stated that the pump infused twice as fast as it was programmed, however the intended programming parameters were not specified. The root cause of the reported chemo overinfusion was not identified. No device was returned for investigation.

Manufacturer narrative:
Physical inspection noted the device to be in good condition with the instrument seal intact. The only observed anomaly with the device was that the left iui is missing its gasket. Functional testing was performed and found the device to be delivering fluid within specification.